Event description:
During an atrial fibrillation, it was reported that the patient's blood pressure slightly dropped in the middle of the case. An intracardiac echocardiography (ice) confirmed pericardial effusion. Pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stabilized and under observation. On (B)(4), received additional information requested from bwi representative stating that the physician used ice to observe ablation catheter contact on pulmonary veins in the left side of the heart. Noticed an effusion in the left ventricle view and blood pressure was noticed to be lower than baseline, continued with the procedure. Following the procedure, emergency echo was performed and periocardiocentesis was administered. The outcome of this adverse event was improved. The physician¿s opinion regarding the causality of this event that it was possibly during ablation with the catheter or may have could be present before the procedure.

Manufacturer narrative:
As the lot # 16000347l was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products: carto 3 system, us catalog # fg540000, serial # (B)(4). Cool flow pump,u.s. Ship kit, us catalog # cfp002, serial # (B)(4). Stockert 70 system, us catalog # s7001, serial # (B)(4). Lasso nav, us catalog # unknown, lot # unknown. (B)(4).